Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was received via esp line regarding a cardiosave and sensation plus 50cc catheter used on a patient. Ruth, a micu rn, reported an intermittent "unable to update timing" alarm during therapy, with no patient harm. Initial troubleshooting included flushing and aspirating the catheter, which was unsuccessful, leading to the identification of a clotted inner lumen. The alarm was linked to poor ECG signal quality due to the patient¿s bigeminy rhythm. Replacing the electrodes with doppler gel improved signal conductivity and resolved the alarm. A follow-up call from zvinod confirmed the same issue persisted, though no new alarms were present. Staff were educated on the advisory nature of the alarm and encouraged to notify the provider for rhythm management. Notifications were sent to relevant stakeholders. Based on the description, the "unable to update timing" alarm happened because the machine was having trouble reading the patient¿s heart signals clearly. This was mainly due to the patient¿s irregular heartbeat (bigeminy) and weak connection from the ECG electrodes. As a result, the pump couldn¿t properly time its inflation. On top of that, an occlusion in the inner lumen made things worse by affecting how the system worked overall. The presence of a clot in the inner lumen, which made flushing difficult, was confirmed during the call. However, since the device wasn¿t returned for inspection, it¿s impossible to define exactly what caused the blockage or how it occurred. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump was intermittently receiving the alarm during therapy. Customer had attempted to flush and aspirate before calling and it was unsuccessful. The customer was advised to cap the inner lumen and label as ¿clotted inner lumen, do not use.¿ however, no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.